Manufacturer narrative:
Device was received with all buttons responding properly. Device passed the self test and the displacement test. No damage or moisture damage on keypad assembly, unlocked electrical board keypad connector, or stuck button alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer was assisted with troubleshooting and stated that the numbers were not increasing and the scroll bar was rising or going down without any voluntary action. Customer stated that the buttons were falling to respond to the command. Customer stated that the insulin pump was not exposed to change in altitude and minutes were changing normally. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.